Manufacturer narrative:
The technician replaced the bend CPR dampener to repair the bed.

Event description:
Info received indicates, the head section is stuck at 30 degrees and will not raise or lower.